Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level (450-541 mg/dl). The customer had not yet treated the bg at the time of the call with tandem technical support. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.